Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) received user facility report stating: physician was using davinci cadiere and noticed that it would no longer open or close, instrument was removed and upon inspection a broken cable was found. Instrument was taken off the field and replaced with new one.